Event description:
The customer reported the system boot up, tech entered pt info, then system rebooted on it's own. Machine taken out of service. No pt injury.

Manufacturer narrative:
One tech complained 9900 took too long to boot up, the other tech has been using the machine for 2 days without any issues, she cancelled the call.